Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s friend/family member reported that the patient left the physician¿s office and it was determined that they would be removing the patient¿s device as it was not working. The patient was scheduled to have their device removed on (B)(6) 2018. It was also noted that the patient had lost their patient programmer. No further patient complications were reported/ anticipated as a result of this event.